Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was then removed. After the balloon catheter crossed the lesion, the device was re-advanced however, it was noticed that the distal edge portion of the stent got lifted. The procedure was then completed with another synergy stent. No patient complications nor injuries were reported.